Event description:
It was reported that the caller experienced a cgm error with their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and guiding them through the reset process, after which the cgm error did not reoccur, and the caller successfully initiated their sensor session.